Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the ball bearing of the device had fallen apart, and the internal parts of the ball bearing were missing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that a cutter device could not be inserted into the medium attachment device, the bearing was damaged, components of the device were missing, the nose tube was bent/damaged, loose, and the labeling was missing. It was noted that the ball bearing had fallen apart, internal parts of the ball bearing were missing, the extension sleeve was damaged, and the triangle symbol was missing. It was further determined that the device failed pretest for temperature, cutter insertion, lock operation, and visual assessment. It was noted in the service order that the drill bit was sticking. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.